Event description:
A negative advia centaur hcv pt result was reported to the physician. The pt sample was reactive when initially tested and upon repeat in duplicate, one result was negative and the other was positive. Because the customer reports all negative results in one report and all positive results in another report, both the negative and the positive hcv results were reported to the physician under the same sid. A corrected report with only the positive result was generated. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hcv assay result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant hcv result is due to operator error. No further eval of the device is required.